Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population. Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that analysis of this device was completed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 66 percent remaining to 14 percent remaining eight months later. The device battery was suspected to be depleting prematurely. Engineering analysis of device memory confirmed a battery depletion anomaly and device replacement within a 60 day interval was recommended. No adverse patient effects were reported. Device replacement was planned for a future date. This product remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.